Manufacturer narrative:
The reported event of loose parts file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can't be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported two devices had loose parts inside the case, and when they were picked up for physical inspection, the sound of the loose parts could be heard inside the devices. There is no report of patient involvement.